Event description:
It was reported to vyaire medical that the avea ventilator alarmed vent inop (ventilator inoperable) while connected to a patient. The customer confirmed there was no patient harm reported with this event.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and found that the unit had a bunch of system and blending errors. Did not see avent inoperable banner but unit had o2 dosing problems. After swapping out gde (gas delivery engine) they let the unit run and performed operational verification procedure to manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: the reported complaint was unable to be duplicated. The gde was tested in attempt to duplicate failure and was found to be operating as intended. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.